Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged cgm error issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Reportedly, the customer reloaded the original cartridge and continued to use the pump for insulin therapy.